Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. Cause was not known. A correction injection was administered to address the bg. The customer continued to use the pump for insulin therapy.